Event description:
It was reported that a patient's system was removed due to infection. No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v971421, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v964030, implanted: (B)(6) 2012, product type lead. (B)(4).